Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (lfs) USA, to report that the patient's onetouch ultra meter, which was manufactured in september 2003, would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the meter stopped powering on around (B)(6) 2019, and the patient had to "shake the meter" for it to work. The patient manages her diabetes with a combination of humulin insulin and metformin and prandin oral medication. The reporter stated that following the start of the alleged issue, the patient skipped her prandin and metformin and just administered insulin (unknown quantity). He indicated that around (B)(6) 2019, the patient developed symptoms of "irritated, unusual sweating, shaking at night while sleeping, weakness, dizziness and vomiting". He reported that the patient self-treated the symptoms by taking her "normal food intake". The reporter denied that the patient had used any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no misuse of the meter. The reporter/patient was using one touch ultra test strips however, these had expired in july 2018. The reporter/patient did not have the subject test strips to insert into the meter. The cca walked the reporter through inserting a new test strip into the meter, per owner's manual, and the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the meter did not power on when expired test strips were inserted, and the patient administered doses of insulin without knowing her blood glucose levels.